Event description:
It has been reported to philips that system was having problem with fluoroscopy failed. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that detector was failing. The detector was swapped from other system and the system was returned to use in good working order. The philips has continued to investigate the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the fluoroscopy failed, reselect application. Upon trouble shooting fse found fluoroscopy not possible intermittently appearing due to detector issue. The fse informed technician and biomed for detector failure. To resolve the issue, fse swapped detector from other system, calibrated and tested. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.